Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged. The helix was no longer retractable. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was ext rinsically over-rotated. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.